Manufacturer narrative:
(B)(4).

Event description:
It was reported that distal tip detachment occurred. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the tip of the guide wire sheared off. The sheared tip was able to be retrieved with difficulty. No patient complications were reported and the patient's status was okay.